Manufacturer narrative:
The event date was not provided. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). From a follow up communication livanova (B)(4) learned that there is no known patient infection, that the heater cooler systems 3t were cleaned regularly per the instructions for use (IFU) and that the devices were placed outside the operation theatre during use. Lab test reports were requested, but not provided. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report from swissmedic that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.